Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of one of the essure coils/malposition of essure device:endometrial canal/uterus/migration proximally into the endometrial canal by left coil/ essure coil in the uterine cavity") in a 34-year-old female patient who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menses irregular. Concurrent conditions included sleep apnea, morbid obesity, pain of skin, bloody stool, amenorrhea and sleep disorder. Concomitant products included buspirone hydrochloride (buspar) since 2005 and lorazepam (ativan) since 2005 for anxiety, diazepam (valium) for anxiety and panic reaction, budesonide w/formoterol fumarate (symbicort) since 2006 and salbutamol sulfate (proair hfa) since 2006 for asthma, risperidone (risperdal) for bipolar disorder, lisinopril since 2005 for congestive heart failure, trazodone since 2005 for depression, propranolol (propanol) since 2005 for high cholesterol, furosemide (lasix) since 2005 for hypertension and darifenacin hydrobromide (enablex) since 2005 for overactive bladder. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("pain abdominal"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, 8 years 11 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced anxiety ("anxiety") and groin pain ("groin pain"). The patient was treated with calcium carbonate (antacid [calcium carbonate]), topiramate, hydrocodone, vicodin (norco) and surgery (hysteroscopy in (B)(6) 2016, left coil essure (ess205) was removed). At the time of the report, the device expulsion, anxiety, nausea, fatigue, weight increased, abdominal pain, headache and groin pain outcome was unknown. The reporter considered abdominal pain, anxiety, device expulsion, fatigue, groin pain, headache, migraine, nausea and weight increased to be related to essure (ess205). The reporter commented: after placement of coils in the left side there were 17 coils are visible in the uterine cavity. It was reported that procedure performed without complication and removed essure coils from left tube. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: abdominal pain, pelvic pain and nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of one of the essure coils/malposition of essure device:endometrial canal/uterus/migration proximally into the endometrial canal by left coil") in a 34-year-old female patient who had essure (ess205) (batch no. 624098) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sleep apnea and morbid obesity. Concomitant products included buspirone hydrochloride (buspar) since 2005 and lorazepam (ativan) since 2005 for anxiety, diazepam (valium) for anxiety and panic reaction, budesonide w/formoterol fumarate (symbicort) since 2006 and salbutamol sulfate (proair hfa) since 2006 for asthma, risperidone (risperdal) for bipolar disorder, lisinopril since 2005 for congestive heart failure, trazodone since 2005 for depression, propranolol (propanol) since 2005 for high cholesterol, furosemide (lasix) since 2005 for hypertension and darifenacin hydrobromide (enablex) since 2005 for overactive bladder. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2016, 8 years 11 months after insertion and 1 day after removal of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain ("pain abdominal"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced anxiety ("anxiety") and groin pain ("groin pain"). The patient was treated with calcium carbonate (antacid [calcium carbonate]), topiramate, hydrocodone, vicodin (norco) and surgery (hysteroscopy in (B)(6) 2016, left coil essure (ess205) was removed). At the time of the report, the device expulsion, anxiety, nausea, fatigue, weight increased, abdominal pain and groin pain outcome was unknown. The reporter considered abdominal pain, anxiety, device expulsion, fatigue, groin pain, headache, migraine, nausea and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: new events added- anxiety, migraines / headaches, nausea, abdominal pain, fatigue, weight gain and groin pain. Event verbatim was updated as migration of one of the essure coils/malposition of essure device :endometrial canal / uterus /migration proximally into the endometrial canal by left coil and pt was updated from device dislocation to device expulsion. Event verbatim was updated as severe and chronic pain/pain and pt was updated to pelvic pain. Concomitant drugs and treatment "drugs" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of one of the essure coils") in a female patient who received essure (ess205) for female sterilization. In (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) with pain. The patient was treated with surgery (operative hysteroscopy in (B)(6) 2016). Essure (ess205) was withdrawn. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of one of the essure coils (seen as device dislocation) occurred. An operative hysteroscopy was performed to remove micro-inserts around 9 years after insertion. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was diagnosed after insertion. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and migration of one of the essure coils (seen as device dislocation) occurred. An operative hysteroscopy was performed to remove micro-inserts around 9 years after insertion. The reported event is serious due to medical significance and anticipated in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation/ migration, or occur as a result of uterine perforation. In the present case, the event was diagnosed after insertion. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.